Manufacturer narrative:
The event electrodes were not returned to zoll for evaluation. The retain sample from this lot were evaluated and concluded there were no assembly or performance discrepancies. Therefore, this claim is being closed as no fault found. Trend analysis was performed and no evidence of an increase in trend was found.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated device displayed "poor pad contact" and "check pads" messages using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.